Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified middle of left anterior descending artery. A 2.75x32mm promus element drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after several attempts and when it was removed, the stent struts were found to be slightly lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the length of the polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified middle of left anterior descending artery. A 2.75x32mm promus element drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after several attempts and when it was removed, the stent struts were found to be slightly lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.